Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The customer consumed food and juice to stabilize (bg) level. The customer reportedly did not calculate carbs correctly. It was indicated that the customers blood glucose level had increased to 95 mg/dl.